Event description:
A health care provider (hcp) reported via a manufacturer representative that the extension carrier broke during implant. The carrier broke while the hcp was reverse tunneling the extensions from the pocket to the cranial site. There were no environmental, external or patient factors that contributed to the event and the break was spontaneous. The patient was incised in the neck and the plastic tip of the tunneler was removed. The hcp took the handle off the tunneler and fed the extensions through. The issue was resolved at the time of this report. The patient was recovering well and was alive with injury. The patient¿s indication for use is parkinson¿s disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.